Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.

Event description:
Per the sales representative, the resident was tightening the screw into the patient's skull and the top broke off. The bottom was left in the patient's skull, but there were backup screws available so the case was able to be completed.